Event description:
Discordant high sodium (na+) results were obtained with multiple patient samples on an advia 1800 chemistry analyzer. The customer ran qc before running the patient samples and the sodium qc results were within range. The initial discordant results were released to the physician(s). The laboratory later questioned the high sodium results after a mid-shift qc run yielded sodium results that were high out of range. The laboratory re-tested the patient samples on the same advia 1800 analyzer and corrected reports were issued to the physician(s). There were no known reports of patient care being altered or prescribed due to the discordant high sodium results. There were no known reports of harm to the patient due to the discordant high sodium results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. The fse proactively replaced the sodium electrode (within warranty), replaced the ise seals and cleaned the ise module, verified probe alignments, performed a cv check for sodium and verified qc. The cause of the discordant sodium results was unknown. The instrument is performing according to specifications. No further evaluation of the instrument is required.